Event description:
I slept with my baush-lomb multi-focal lenses in my eyes. Upon waking, the world appeared "foggy" or extremely blurry. Both blink and cearz drops were used to clear my vision but neither helped. I removed the lenses and switched to glasses. The impairment lasted over 8 hours. It was severe enough I had difficulty reading road signs on the interstate. The next day I tried the lenses again and by the end of the day my vision was becoming progressively worse. It took 4 hours clear up that evening. The lot # is r06019857, expir 2013-05. Event abated after use: yes. Event reappeared after reintroduction: yes.